Manufacturer narrative:
The device was received for evaluation. A review of the event history log (ehl) revealed multiple occurrences of the pump shutting down due to no power cord and a depleted battery. During functional testing, the reported issue of a "blank screen and unexpected reboot" was not reproduced. The device was tested using a verified power cord, and it successfully powered on, navigated through the screens, and performed an infusion without any discrepancies. Additionally, the evaluation included a battery communication test with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged power cord. The power cord requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed a blank screen and unexpectedly rebooted. This occurred during testing in the operating room. There was no patient involvement. No additional information is available.